Manufacturer narrative:
Advanced bionics is in the process of collecting the required clinical information necessary to determine the pathology of the reported infection.

Event description:
Following revision surgery in 2007, advanced bionics was notified that the patient contracted meningitis and was hospitalized. The device remains implanted and will be activated the following month.